Event description:
It was reported that the device lasted less than 2 years and reached elective replacement indicator (eri) due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the device changeout was due to high left ventricular (lv) lead thresholds. The lv lead was capped and replaced. The patient later reported that they had experienced pain and was unable to do anything for a couple months after the procedure as the patient had to be cut open to replace the "bad lead". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Longevity calculation equals 88%. Battery depletion curve equals 83%. Projected longevity at rrt equals 100%. Concomitant medical products: 694758, implantable defib lead, (B)(6) 2008; 5076-45, implantable pacing lead, (B)(6) 2008. (B)(4).